Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient was revised approximately two months post-operatively to address a migrated everest set screw, denali rod, and everest polyaxial screw at s1. The patient reported experiencing severe back pain. This report captures the everest polyaxial screw.

Event description:
It was reported that a patient was revised approximately two months post-operatively to address a migrated everest set screw, denali rod, and everest polyaxial screw at s1. The patient reported experiencing severe back pain. This report captures the everest polyaxial screw.